Event description:
Was reported to philips that the system's suite computer was unable to boot, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary planned treatment. The patient procedure was completed without delay. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's suite computer was unable to boot, preventing a full system boot. Upon troubleshooting, the philips field service engineer (fse) checked with the system onsite and found that the problem was with suite pc. The fse suggested reloading the software to the suite pc and if the issue persists, suggest replacing the suite pc. On further troubleshooting, fse found that the problem to be a breakdown of communication in the software and a possible hardware or sw issue. While fse went to resolve the issue on a later date, the system was found to be working fine, and the issue was resolved on its own. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure was completed as planned without a delay. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.